Event description:
It was reported that a pst 500 operating table had no activity, despite of the use of remote or table controls. No harm or significant impact to the surgical procedure was reported.this report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the pst500 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported that a pst 500 operating table had no activity, despite of the use of remote or table controls. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
During on-site inspection, the following was identified: the power supply had a failure and the fuses for the primary electrical side was blown. Additionally, the batteries were defect. A baxter technician replaced the power supply, the batteries and the fuses. The operating table was working as intended after this repair. The concrete root cause for the defect was not identified, but based on the failure mode there must be an external over-current which led the fuses to blow and damaged the power supply. The defect batteries are traced to a follow-up failure as the batteries would not be charged if the fuse and/or power supply is defect. In case of the blown fuse, the operating table will not be charged when plugging into the mains power. This is visible at the column keypad as the led for battery charging is not blinking and the led for mains power is not lighting up. Also, the additional battery status display is showing empty batteries. In this event the issue was identified outside of patient use and there was no impact to a patient, or other person, as well as to a surgical procedure. The failure described is generally visible to the user prior patient use. The IFU requires the user must ensure that the product is operational and in an appropriate state prior each use. Based on the investigation results, baxter does consider this complaint as not reportable. The likelihood for a serious deterioration in the state of health of a patient or other person is considered as unlikely.